Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-14813. It was reported that the patient presented in clinic after feeling the leads eroding through his skin. The leads were explanted and replaced. The patent was stable before and doing great following the procedure.